Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as feeling like a burn and needles on the back but no visible irritation. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cream for the rash. Follow up indicated that the rash improved.